Manufacturer narrative:
This medwatch is reporting the cmag pump. The cmag motor was reported under medwatch MFR report #2916596-2018-05120. The cmag console was reported under medwatch MFR report #2916596-2018-05121 recall: approximate age of device ¿ unknown. Additional information was requested but has not been received. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the primary console and monitor were reflecting only dashes on the screen, but everything else was functioning. The nurse thought the motor felt warm and heard noises coming from the pump head. The flow probe was exchanged but the system was still only indicating dashes for flow. The primary console and motor were exchanged. As the pump was being switched to the backup, it was noted that the console and monitor went blank. Once the exchange was completed, support was immediately restored. There was no adverse effects to the patient due to this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events could not be confirmed during the investigation of the centrimag pump because the pump was not returned for analysis. Multiple attempts for product return were made but the device was not returned for analysis. As a result, the root cause of the reported issue could not be conclusively determined nor correlated to a pump related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.